Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:user's test strips had a poor storage(bathroom).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 43 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification, customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is 08/25/2016. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:43mg/dl.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found on returned meter and returned test strips. Most likely underlying root cause of malfunction: user's test strips had a poor storage (bathroom).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 43 mg/dl. The customer's expected fasting blood glucose test result range is 80 - 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was not performed by the customer. The product is not stored according to specification, customer stores product in the bathroom. The test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6).